Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with dried tissue present on the screen. There is a small piece of spacer that has been detached on the top right portion of the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to the customer¿s returned controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings for approximately one (1) minute and performed as intended. The suction line was tested and performed as intended. At no time during functional evaluation was there an interference or shock experienced with the equipment. The complaint could not be verified and the root cause could not be determined with confidence as several factors could contribute to the reported event and are outlined in the instruction for use (¿IFU¿) such as: do not allow fluid to contact the end of the cable connector of the wand which mates to the controller as electric shock may occur, do not place other cables between the connection cable component and the controller, do not allow patient contact with grounded metal objects, and monitoring electrodes should be positioned as far as possible from the surgical electrodes when hf surgical equipment and physiological monitoring equipment are used simultaneously on the same patient. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the doctor was shocked while using an ambient super multivac. The case was completed with the same wand and control unit. No patient injury was reported.